Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed ¿low load fluro flavor¿. Analysis of the system log file showed x-ray generator error. During troubleshooting, the fse found that fuse trip on rail voltage output to anode drive unit (adu) and tube rotor problem, due to which the message ¿low load fluro flavor¿ was displayed. The fse replaced the miu (main interface unit) certary which controls the generator error. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the message "low road flavor" was displayed during a procedure. The procedure was delayed, however, no harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the main interface unit certeray which returned the device to use in good working order.